Manufacturer narrative:
The events of capsular contracture baker grade unknown and fistula are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Reason for reoperation: capsular contracture baker grade unknown and fistula.

Event description:
Healthcare professional reported right side seroma-late, "contracture" (grade unknown), "small cutaneous fistula of 2mm in diameter, observing an area of edema, superior to the external capsule of the breast implant, without observing an apparent collection". The device remains implanted. "Nodule suggestive of fibroadenoma" also reported but is not device related.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of seroma-late is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: seroma-late.

Event description:
Healthcare professional reported right side seroma-late. The device remains implanted.